Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and bs-advantage was implanted. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with laparoscopic ovarian cystectomy and laparoscopic tubal sterilization due to sui, voluntary sterilization and large left ovarian cyst. It was reported that following insertion the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2004 the patient underwent post op revision of transvaginal sling placement with cystoscopy.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2010, due to failed mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.